Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's stimulator seemed to be sticking out and protruding more than it used to for about the last month. Patient stated she did fall back in (B)(6) and patient hit on that area where the stimulator was but the stimulator still worked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.